Event description:
It was reported that the patient presented to the hospital with the inflatable penile prosthesis (ipp) not functioning properly. A crack was identified in the pump connecting tube, and the pump was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was microscopically examined and leak tested, and there were no leaks found. The tubing had been cut down to the pump block and was not returned for analysis. Functional testing revealed that the pump did not pass the inflation and activation testing. Based on the information available and analysis results, the reported event was unable to be confirmed. The pump did not pass the functional testing within product specifications, so the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented to the hospital with the inflatable penile prosthesis (ipp) not functioning properly. A crack was identified in the pump connecting tube, and the pump was replaced. There were no patient complications reported.